Manufacturer narrative:
The complainant has indicated that the suspect device has been disposed and is not available for return. A device evaluation will not be performed; the cause of the reported malfunction cannot be determined. A search of the complaint database revealed that no additional complaints have been reported for this lot. A review of the device history record for the lot revealed no anomalies. The may 2008 15-month initial g-tube enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
In 2008, it was reported that an endovive standard peg kit was used during a peg placement procedure on the same day (patient age, gender, and weight are unknown). According to the complainant, after opening the package, it was noted that the safety scalpel was stuck in the locked position. The procedure was completed with a second scalpel. No patient complications were reported as a result of this event.